Event description:
Pt status post veptr rod implantation on (B)(6) 2006 experienced a broken rod on (B)(6) 2012. The pt was previously scheduled for a spine fusion at t2 - l3 on (B)(6) 2012 during which the rod was removed.

Manufacturer narrative:
Device was used for treatment. Product development evaluated the event; the veptr device is designed to mechanically stabilize and distract the thorax to correct three-dimensional deformities and provide improvement in volume for respiration and lung growth in infantile and juvenile patients diagnosed with thoracic insufficiency syndrome. The risk assessment for veptr implants adequately addresses this complaint event. Because the device was not returned and a part number and lot number were not provided, this event is deemed indeterminate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.